Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. The reported issue was unconfirmed, as the problem could not be reproduced. No obvious defects were observed on the sample received. No others defects were observed. Per functional evaluation, the balloon was inflated with 10cc of tap water mixed with blue methylene and no leakage was found. The catheter balloon was deflated by itself and the 10cc of water were recovered. Then water was injected for the drainage lumen and no leakage was found. The dimensional results are as follows: the balloon symmetry ratio was measured using a scale ID no. M1353 with calibration date (B)(6) 2016 and calibration due date (B)(6) 2017 to review if this could contribute to the leakage around the sides of the catheter and the result is a ratio of 54:46. The specification per ip7601812 must not exceed a ratio of 70:30. The balloon symmetry was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley leaked. The foley had to be irrigated and drained twice. When the foley was removed, the nurse noted a ridge on the balloon. The patient allegedly experienced pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was leaking. The foley had to be irrigated and drained twice. When the foley was removed, the nurse noted a ridge on the balloon. The patient allegedly experienced pain.